Event description:
Healthcare professional (hcp) reported a transfer set with broken occluder feet. The transfer set was 3-4 months old. Noted during use. The home pt (hp) received a transfer set change and was treated with the following prophylactic antibiotics: cefazolin 1gm., ip (intraperitoneally) as a loading dose, then cefazolin 250mg/2.5l four times daily and gentamycin 40mg. Ip daily for 3 days. No pt injury or medical intervention reported.